Event description:
I am writing FDA to report an injury I suffered while wearing the avaira toric lenses, lot number 10437550004012, which I purchased on (B)(6) 2011. Soon after I began wearing these contacts, I began experiencing problems with my eyes. In (B)(6) 2011, I saw an ophthalmologist to treat the yellowish mucous growth that had developed during the time period in which I wore the recalled contacts. The ophthalmologist informed me that I was suffering from dry eyes and a condition call pinguecula, which can appear after brief exposure to a damaging irritant, or continuous exposure to the sun. I ordered the contacts on (B)(6) and I developed problems soon afterward. Moreover, the only condition that changed with my eye care was the introduction of the contaminated avaira toric lenses. I discontinued using the contact after my (B)(6) visit to the ophthalmologist, and I have been taking precautions to make sure that my condition does not worsen, however, I know there is still a possibility that the growth could get bigger, or develop into something else presenting even more problems for my eyes.